Event description:
The user facility rep (the rep) reported that the dermatomes are skipping and tearing the graft. The rep could not comment on what settings the dermatomes were on when this occurred. The rep reported that the dermatomes were vibrating so much that they change the thickness settings during grafting. The rep stated that the users might have tried changing the blades. According to the rep, the incidents did not cause serious injury to any of the pts. No extra grafts were taken from the pts, and reportedly, the users stopped right away when the tearing occurred. However, the rep could not comment on their current status. This complaint is linked with 2006-1756 and 2006-1755.

Manufacturer narrative:
The device was received from the user facility out of calibration. The calibration reading of the device was taken and recorded, when it came in for repair. The calibrations were off on the gage bar and oscillating pin (spring tension). The gage bar normal reading is to be .002" below surface of blade bed when thickness knob is set at .010". Oscillating pin normal reading is to be inside the tension zone of the spring tension gage. Eccentric cap side of gage bar was found to be at .0035"; however, eccentric bushing side of gage bar was within tolerance. Oscillating pin was found to be outside of the tension zone on the spring tension gage. Dents and nicks were observed on the gage bar, possibly caused by mishandling of the device. The calibration of the gage bar is important to the accuracy of thickness of the graft. Damage to the gage bar could affect calibration of unit and possibly give an undesired graft. Deep grooves were observed on face of head, possibly caused by mishandling of the device. Deep grooves and/or excessive wear to the blade bed (face) could affect how the blade rides on the blade bed and/or thickness of graft. The deep grooves most likely were caused by improperly (or lack of) lubricating the blade. Evidence of tampering by third party was observed within the device was as several non-OEM parts were present. Repair records indicated that the device has been in sporadically for preventative maintenance. The damage to the device due to mishandling was most likely the root cause of the graft tearing.